Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. This patient was dependent on rv pacing and experienced asystole greater than 2 seconds. As a result, the physician decided to increase the automatic gain control feature from 0,6mv to 0,9mv and to monitor the patient via latitude. All other measurements were within limits. At this time, this rv lead remains in service. No adverse patient effects were reported.